Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.